Event description:
(B)(4). I had gotten essure in (B)(6) of 2005 in hopes of it being easier way of a permanent contraceptive throughout the years stabbing pains in my ovaries and uterus were constant. Bleeding became more and more as well as irregular periods that would last anywhere from 1-6 weeks with blood clots that grew to the size of a large chicken egg. The pain got worse with each period to the point of feeling like I was giving birth again each month! The bleeding was so heavy at times I could not go anywhere due to leaking everywhere when I moved! I have had memory loss bloating to the point that I look 7 months pregnant. Doctors tried everything they could to fix the issues I was having resulting in a hysterectomy on (B)(6) 2015